Manufacturer narrative:
On 3/22/2017 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. No device returned for further evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history: variance authorization / deviation history: none. Engineering change order/manufacturing change order history:there is no applicable. Engineering change order/manufacturing change order history: corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Instrument was not returned.

Event description:
Customer initially reported they noticed the broken tip in the abdomen. On 3/9/2017 customer reports a laparoscopic gastric bypass was being performed, no harm to patient.

Manufacturer narrative:
On 4/4/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - needle holder returned in used condition, not showing any unusual markings. It is noticed that the insert broke off the tip on one side. This type of damage can happen when the instrument is not being properly used or if the instrument is not properly cleaned causing the insert to weaken; eventually breaking. The complaint report is confirmed; damaged worn. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history: variance authorization / deviation history: none. Engineering change order/manufacturing change order history:there is no applicable. Engineering change order/manufacturing change order history: corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.